Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the coil was seen to be detached from the coil delivery wire. The coil delivery wire was seen to be kinked/bent. The coil was not returned for analysis. Functional inspection was not performed as the coil had detached and was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis the main coil was found to be detached separated and not returned, in the case of this complaint it is most likely that the coil got detached during coil advancement against friction. So therefore the as reported coil in catheter friction as well as the as analyzed main coil prematurely detached/separated during use will be assigned procedural factors as this event/defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Based on the analysis, the coil delivery wire was seen to be kinked bent and it can be presumed that when friction was felt in the procedure, the device was mishandled or force was placed on the delivery wire which caused it to kink. Therefore the as analyzed coil delivery wire kinked bent will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned.

Event description:
Analysis of the returned device found that the subject coil was prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event.